Event description:
It was reported, to technical services on 6/12/2012. That this rep had issues with pace art system. Stated, that his pace art would not fully upload to a pen drive. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).